Event description:
Subsequent to the initial MDR, additional information was provided on 09/03/2025. It was reported that while in the hospital, the patient was treated with IV therapy for hyperglycemia and IV heparin for elevated blood pressure. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient had severe weakness, persistent vomiting, headache and difficulty ambulating throughout the day. The patient's blood pressure was reportedly elevated with a level of 290 mmhg. The cgm was displaying low glucose readings but a bg finger stick was not taken for comparison. The patient did not take any medication or receive care and was taken to the hospital. Upon arrival, laboratory tests showed high glucose level of 800 mg/dl while the cgm continued to show low readings. The patient's husband replaced the sensor that was reportedly faulty and the new sensor provided accurate readings. The patient was admitted to the intensive care unit (ICU) and was hospitalized for 4 days. While in the hospital, the patient was reportedly treated with IV heparin, despite this medication not being treatment for hyperglycemia. That patient was discharged on (B)(6) 2025 in stable condition. At the time of the report, the patient was doing okay but was still weak and dizzy. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.